Manufacturer narrative:
Voluntary medwatch MDR report #: mw5153244

Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited an increase it output but had come down. The rv lead remains in service. No adverse patient effects were reported.